Event description:
On (B)(6) 2013, the patient underwent the surgery with the g3 long nail right kit. After one week, the surgeon has noticed that the right and left of nail are different. The surgeon inserted the nail for the right in the patient's left leg by mistake. The surgeon is monitoring for the patient now.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.